Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient felt pain while wearing the pod for 72 hours or longer. When the pod was removed, the patient reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was discarded by the patient.